Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 700 mg/dl. The customer¿s incident blood glucose was over 600 mg/dl. The customer did experience any symptoms such as sick, throwing up, thirsty and headache as a result of high blood glucose. The customer was treated with insulin pump and insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for high blood glucose. Based on customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.